Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after successfully implanting the supera stent without reported issue, the stent appeared to be 200 mm length and not 100 mm as labeled on the packaging. The post-dilatation balloon used was 80 mm length. The outcome of the procedure was fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - 322356/1-1 . The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Cine images were reviewed by an abbott vascular clinical specialist, who concluded that the deployed stent clearly shows a significant length that is elongated (stretched); specifically, starting after about 50 mm from the distal end. At that location, there appears to be an approximate 10 mm section that is severely elongated with the remaining stent pattern (proximal) frequently appearing to be elongated; although, not as severe. A conclusive cause for the reported stent elongation could not be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the physician was not really sure if the additional length of the implanted stent was caused due to stretching or if the stent was indeed longer than indicated on the label.